Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting from tandem technical support. Customer resumed insulin therapy on the pump and has manual insulin injections if needed. Reportedly the customer is not removing cartridge air bubbles. Tandem clinical support informed customer that not removing cartridge air bubbles, is off label per the user guide. Customer¿s blood glucose level was 226-330 mg/dl.